Event description:
A motor stall was confirmed in the event logs with no motor stall recovery recorded. The patient heard the alarm on the morning of the report, and they were in the clinic at the time of the report. The event logs were first read about one to one and a half hour ago by a healthcare provider. The motor stall occurred on (B)(6) 2013 at 05:34 without recovery. The patient was sleeping at the time of the stall. The patient was being supplemented with another form of pain medication. The pump was programmed to minimum rate mode and was replaced. They further stated they were looking at scheduling a convenient pump replacement date. The medications used within the system were prialt and dilaudid. It was later reported that the patient heard ¿bells go off¿ right when they started and went to their managing physician within hours. The cause of the stall was unknown. The patient did not have an MRI or any other procedure done. The patient was scheduled for a replacement on (B)(6) 2013. The representative later reported that the patient was admitted to the hospital for withdrawal and they were scheduled for a replacement on (B)(6) 2013. A representative later confirmed the patient ended up in the hospital suffering from withdrawal following the pump motor stall. They stated, the patient was treated and they were now doing fine. They stated, the pump was being replaced on (B)(6) 2013, and they were switching medications from dilaudid and prialt to prialt only. They stated they were unable to aspirate the catheter on (B)(6) 2013 but the physician was confidence that the catheter was functional due to the patient going through withdrawal. It was later reported that the patient was doing well.

Manufacturer narrative:
Product ID 8703w lot# l50970, implanted: 1998 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft-bearing. The catheter was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.